Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was through the implant patient registry department that a patient with a 31mm 2625 porcine valve in the pulmonary position for 25 years 3 months underwent a valve in valve procedure for unknown reasons. A 23mm 9600tfx replacement valve was implanted in the patient. The current patient disposition is unknown. Per received medical records it was learned that the patient underwent a pulmonary valve-in-valve procedure after an implant duration of 25 years, three (3) months due to severe pulmonary stenosis insufficiency of the 31mm 2625 valve. The patient remained hemodynamically stable throughout the procedure and tolerated it well. The patient was transported to the pacu for routine post-procedural care. The patient had an uncomplicated postoperative course and was discharged on pod #4 in stable condition.

Manufacturer narrative:
H11: corrected data: corrected sections f10 (device codes), h6 (method & results codes). Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
Additional information: h6, h10 additional manufacture narrative: edwards has not established the safety, efficacy, longevity, and durability of our bioprosthetic tissue valves in patients under 20 years of age. Within this population, truncated longevity and durability of same and similar products is a well-recognized expectation. Malfunctions are primarily due to the biological interaction between the patient and the device and/or are a result of physiological growth. In this case, there has been no allegation of a device deficiency. It has been determined that the root cause of this event was likely due to patient related factors.